Event description:
On (B)(6) 2020, the lay-user/patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter was displaying an error 2 message. The complaint was classified based on customer service agent (csa) documentation. The patient reported that the issue occurred on (B)(6) 2020. The patient manages her diabetes by self-adjusting her insulin doses (novolin and novolin r) and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that on (B)(6) 2020 she developed symptoms of ¿shakiness, felt like she was going to pass out and nausea¿ and that the emergency medical services were contacted who performed a blood glucose test, which gave a result of ¿575mg/dl¿ and she was treated with novolog insulin. During troubleshooting the cca noted that it was not the first time the meter had been used and when the patient was walked through a retest the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.